Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 50 mg/dl. Customer advised they also had issues with blood glucose vs sensor glucose. Customer advised the differentials were large between the two. Troubleshooting for the enlite sensor was performed. Customer was advised a new sensor will be sent out to them.